Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The voltage was adjusted. Gain calibrations were performed. The pc connections were reseated. (B)(4) are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-nov-11 (B)(4) (rep): medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was beeping and was reboot with no resolution. The user was unable to shoot an x-ray. There was no patient involvement.